Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked within the ultraviolet (uv) bag. This was observed prior to dispensing. The device contained fluorouracil 3500mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 18-21, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which showed droplets of fluid inside a yellow bag that contained the device suggesting a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.